Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 273 mg/dl. A correction injection via manual injection was administered to address bg level. Reportedly, the customer cleaned the speaker holes and cleared the alarm and continued to use the pump for insulin therapy. Reportedly, customer can use manual injections for insulin therapy if needed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.